Manufacturer narrative:
No product was returned. A video of the device was however returned for analysis and the reported issue was not confirmed. The cause of the reported issue is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the trach tube exhibited a leakage between the cannula and fixation wings. When inflated, the cannula maintained the pressure of the cuff; however, when the balloon was opened, the cuff deflated. There was patient involvement, no injury was reported.